Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink blood recipient set ¿leaked at the point of the spike¿. It was further reported that the bag was correctly spiked. This was identified during the unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.